Event description:
On (B)(6) 2013, the patient claimed the animas insulin pump has power issues. The subject pump allegedly had a blank screen when she tried to use it. When the battery was replaced, the confirmation displayed but the keypad did not respond accordingly. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue and the unresponsive keypad issue.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2013 with the following findings:reboots are observed in the black box. No damage found to battery cap or battery compartment. Battery cap was able to attach securely to pump. Pump powers on normal with no alarms. Recurring call service 064-0008 alarm occurs during testing.the battery cap contact height and width were found to be in specifications. The pump was opened and moisture damage found on the pcb.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.